Event description:
Device #2 malfunction: failure to deploy-needles. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician unknown if trained in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, during needle deployment, the needles were deflected by the skin and could not penetrate the vessel wall. Use of a second and third prostar xl were attempted with the same results. The artery was surgically patched to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. Device #1 prostar xl, part# 12322-02, lot#77045-6h, is being filed under medwatch manufacturer report number: 2953144-2009-01241. Device #3 prostar xl, part# 12322-02, lot#77045-6h, is being filed under a separate manufacturer report number. The instructions for use (IFU) for the prostar xl device states, "special patient populations, the safety and effectiveness of the prostar xl pvs system have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at access site."